Manufacturer narrative:
Reportedly, the dispatched fse could narrow down the root cause to a problem with the ventilator motor and replaced it. The log files were checked by the manufacturer and, the reported issue as well as the validity of the on-site analysis can be confirmed. The log file indicates that the procedure in question went stable and unremarkable for about 30 minutes in manual ventilation. Four minutes after switching to pressure mode the device detected a ventilator piston position error. The device alarmed and shut down automatic ventilation. The device was used for 10 more minutes in manual ventilation before it was switched to standby. The motor speed is being monitored continuously; speed fluctuations result in a deviation between measured and expected piston position. To prevent from damages to the ventilator unit the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. No patient consequences have reportedly occurred. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component which is a wear-and-tear part and has lasted approx. 110% of the expected life time. The repair exchange has fully solved the device problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device posted a ventilator failure alarm during use. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up-report.

Event description:
It was reported that the device posted a ventilator failure during use. There was no injury reported.